Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The green pull ring caps were present on the patient connectors. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd sets had patient line caps (pull ring) that ¿fell off¿. This was observed during an unspecified process step of peritoneal dialysis therapy. It was further reported that ¿cap comes off way to easily¿. Renal therapy services (rts) assisted the patient with cassette removal and advised the to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.